Manufacturer narrative:
Based on review of the provided data, a sample or pre-analytic related issue such as sedimentation of the sample in the sample container was assumed to be the cause of the issue. No system related issues were found.

Event description:
The customer received questionable total hemoglobin (thb) results for two patient samples. Data was only provided for one patient sample. The initial result was 4.764 g/dl (4.8) and the repeat result was 10.897 g/dl. Information concerning if any erroneous result was reported outside the laboratory or if any patient was adversely affected was requested, but was not provided. The fluid pack lot number was 21446133 with an expiration date of "2015- 06-07". The fluid pack was replaced and qc was performed.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Data was provided for the second patient sample involved in the event. The initial result was 18.075 g/dl. The repeat result was 15.776 g/dl. Additional information was received confirming no erroneous results were reported outside the laboratory and no patients were adversely affected.